Event description:
During the implant procedure, the left ventricular (lv) lead could not successfully connect to the header of the device. Another device was implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported complaint of could not fully insert the lv-lead into the connector was not confirmed. Analysis found that is-4 lv leads could be fully inserted into the lv-connector port. Lv-connector dimensions were found normal. The force required for lead insertion was found normal. Analysis did find the lv-setscrew had been manipulated by the user in the field during the implant procedure. The setscrew may have been temporarily blocking lead insertion due to the user¿s manipulations of the setscrew. The device was found electrically normal. The battery voltage is above eri near bol.